Event description:
It was reported that a patient underwent a cardiac ablation procedure with a preface® guiding sheath with multipurpose curve for which biosense webster¿s product analysis lab (pal) identified a separated brite tip condition. Initially it was reported that ¿rubber defect on the tip of the material displaced¿. It was replaced and the procedure was continued. No adverse patient consequence was reported. The reported defect on the tip of the material was assessed as non MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on (B)(6) 2023, it was observed that the sheath presented a separated brite tip condition and a kink on the tip. The separated brite tip was assessed as MDR reportable. The awareness date for this reportable lab finding was (B)(6) 2023.

Manufacturer narrative:
E 1. Initial reporter phone : (B)(6) the product was returned to biosense webster inc. (Bwi) for evaluation. It was sent to the device manufacturer for further investigation. Visual and functional analysis of the returned device were performed following bwi procedures. Visual inspection of the device revealed that the sheath presented a separated brite tip condition and a kink on the tip. The separated tip part was not returned for analysis. The root cause of the damage could be related to improper handling; however, this cannot be conclusively determined, since there are control inspection points to avoid these issues. Furthermore, there were no damages or anomalies detected on both the vessel dilator and the guidewire. Dimensional analysis was performed and was found within the specification. A scanning electron microscope (sem) report was performed, and it concluded that there was presence of a separated condition and evidence of material transfer. No other anomalies were observed during sem analysis. No manufacturing-related issues were noted during this analysis. The complaint reported by the customer was confirmed, and a kinked condition was observed on the distal tip. In addition, a separated brite tip was noted; however, the separated tip part was not returned for analysis. The exact cause of these damages could not be conclusively determined during the analysis. It is highly likely that related factors such as excessive force applied in the affected area could probably have led to the damaged condition found on the received device. About the material transfer, it was observed that this material could be related to the displacement of distal tip material, when the separation of the catheter body occurred, leaving as evidence this material transfer. Dimensional analysis results were found within the specification. Procedural/handling factors might have contributed to this issue. The catheter was inspected 100% before leaving the facility. Neither the product history record (phr) review nor the product analysis suggest that the damage found could be related to the manufacturing process of the unit. A device history record evaluation was performed, and no internal action related to the complaint was found during the review. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4)